Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an unspecified battery fault. There was no reported patient involvement/adverse patient impact.

Event description:
The customer reported an unspecified battery fault. There was no reported patient involvement/adverse patient impact. Further information was provided that "the battery has been used for a long time and it¿s in bad condition."